Event description:
A vns pt was seen in clinic follow up after having a prophylactic generator replacement and system diagnostic testing on their device showed high lead impedance >10000 ohms. The pt's vns was programmed off and the pt will be referred back to their surgeon for possible revision surgery. X-rays at this time have not been received for review to rule out a lead pin issue as the cause of their high lead impedance. During their generator replacement surgery system diagnostic testing was reported to be 2361 ohms which is within normal expected limits. Good faith attempts are underway for further info in regards to their high lead impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.